Event description:
It was reported that the patient's artificial urinary sphincter balloon herniated out of the pre-vesicle space shortly after implant. The balloon was replaced with a 61-70 cmh2o balloon. The original balloon's tubing was not long enough to place the balloon in a higher location. The patient's current condition was good. Their incontinence had been restored at the original implant.